Event description:
It was reported that during deployment, the stent was difficult to cross the lesion. The stent was deployed in the proximal part of the vessel (unintended site). It was also reported that the stent visibility was low.

Event description:
Additional information was received reporting that the stent was deployed in the proximal part of the vessel at a second target lesion site. Therefore, the stent was not deployed in healthy tissue in an unintended site and would not have been reportable. Additionally, it was reported that this was a duplication of an event that was previously reported on 10/17/2005, to the FDA under MFR report # 2024168-2005-00538.